Event description:
Customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 214 mg/dl. Customer stated that he had gone swimming in the ocean with the insulin pump, but that it was exposed to the salt water for less than 3 minutes. He stated that he had put it out in the sun to dry. He stated that it was not dropped and that there are no cracks on it. However, he did state that the display screen had scratches on it and he stated he could not see anything on the screen. Nothing further was reported.

Manufacturer narrative:
A frozen display was noted during the start up count down due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the battery tube and corroded keypad traces. No moisture damage was noted to the motor or vibrator assembly. The displacement test could not be performed due to the frozen display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.